Event description:
It was reported that the burr got stuck on wire. A 1.25mm rotapro and rotawire were selected for procedure. During the second ablation, the burr got stuck with the rotawire. The rotawire and burr were removed together as one unit from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy advancer. The burr catheter and rotawire used in the procedure were not returned for analysis. The advancer and drive shaft were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with a test rotawire, as the rotawire used during the procedure was not returned for analysis. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed with no resistance or issues, and there were no damages identified to the returned device that would be evident of a stuck rotawire.

Event description:
It was reported that the burr got stuck on wire. A 1.25mm rotapro and rotawire were selected for procedure. During the second ablation, the burr got stuck with the rotawire. The rotawire and burr were removed together as one unit from the patient. The procedure was completed with another of the same device. There were no patient complications reported.